Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female underwent breast augmentation revision with an unknown mentor saline prosthesis and experienced right sided deflation post procedure. The deflation has not been confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
The impacted products was received by the failure analysis lab on april 17, 2020. The investigation of the returned device was completed by the failure analysis lab on april 26, 2020. Device evaluation summary: during visual evaluation of the device, parallel lines of shell wear were observed on the anterior aspect. Leak testing was performed, according with mentor procedures, and it revealed a tear within an area of siltex cracking in the posterior view, measuring approximately 0.2 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Regarding the shell wear, it suggests in-vivo folding or creasing of the device. This may also be the result of the continuous and sustained stresses to the device. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019. An explant is planned for (B)(6) 2019. 2. Is other serious-uncheck. 2. Is required intervention-check. Manufacturer¿s reference number: (B)(4).